Event description:
Related MFR report: 3006705815-2020-32944. It was reported one of the patient's scs system leads migrated. Reportedly, the patient has a history of falls. The lead migration was confirmed by x-ray. Surgical intervention was taken, one octrode lead was replaced without complications, and the reported issue resolved.